Event description:
It was reported that the patient presented to the hospital after an alert was triggered. It was also reported that the right ventricular [rv] lead had noise and a connection issue was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that a lead integrity alert triggered, with 1 - patient alert for lead failure predictor on (B)(6)-2012 08:47:22. In addition, there was oversensing, with 3 - ventricular nst<=210 ms between (B)(6)-2012 11:14:51 and (B)(6)-2012 15:54:13, and interference/noise, with ventricular short interval count v-sic=14.9 counts avg/day, in 45.87 days, between (B)(6)-2012 13:13:25 and (B)(6)-2012 10:12:31.